Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, vitamin d deficiency, menses irregular, dysuria, seborrhea, vaginitis bacterial, bleeding breakthrough, hypoaesthesia, ovarian cyst, anemia, bacterial vaginosis and menometrorrhagia. Previously administered products included for an unreported indication: mirena. Concomitant products included ibuprofen and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abdominal bleeding"), migraine ("migraine"), urinary tract disorder ("bladder/urinary problems: urinary problems"), groin pain ("groin pain"), pain in extremity ("leg pain/thigh pain/foot pain"), hypoaesthesia ("numbness"), hypertension ("high blood pressure"), bacterial vaginosis ("bacterial vaginosis"), vaginal odour ("vaginal odor"), paraesthesia ("tingling down my left leg"), pelvic discomfort ("discomfort"), trichorrhexis ("hair breaking"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), coital bleeding ("I was bleeding during and after intercourse"), micturition urgency ("frequent urge to urinate") and dysuria ("urination pain") and was found to have blood urine present ("blood when urinating"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, abdominal pain, menorrhagia, urinary tract disorder, urinary tract infection, vaginal infection and vaginal discharge had resolved and the depression, vaginal haemorrhage, anxiety, dysmenorrhoea, dyspareunia, groin pain, pain in extremity, hypoaesthesia, hypertension, bacterial vaginosis, vaginal odour, paraesthesia, pelvic discomfort, trichorrhexis, alopecia, abdominal pain lower, coital bleeding, micturition urgency, dysuria and blood urine present outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bacterial vaginosis, blood urine present, coital bleeding, depression, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, groin pain, hypertension, hypoaesthesia, menorrhagia, micturition urgency, migraine, pain in extremity, paraesthesia, pelvic discomfort, pelvic pain, trichorrhexis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginal odour to be related to essure. The reporter commented: she received treatment for pelvic pain /abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: urinary problems,uti, vaginal infection., vaginal discharge and migraine. 1 coils on the right 2 coils on the left insertion details, specify- 1 coils on the right 2 coils on the left patient had mild cramping. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-feb-2020: mr and mail communication received. New events:numbness, groin pain , leg pain , high blood pressure bacterial vaginosis, vaginal odour, tingling in leg, pelvic discomfort, hair breakage, hair loss, abdominal pain lower, coital bleeding, urge to urinate, pain during urination and blood in urine were added. Medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, vitamin d deficiency, menses irregular, dysuria, seborrhea, vaginitis bacterial, bleeding breakthrough, hypoaesthesia, ovarian cyst, anemia, bacterial vaginosis and menometrorrhagia. Previously administered products included for an unreported indication: mirena. Concomitant products included ibuprofen and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abdominal bleeding"), migraine ("migraine"), urinary tract disorder ("bladder/urinary problems: urinary problems"), groin pain ("groin pain"), pain in extremity ("leg pain/thigh pain/foot pain"), hypoaesthesia ("numbness"), hypertension ("high blood pressure"), bacterial vaginosis ("bacterial vaginosis"), vaginal odour ("vaginal odor"), paraesthesia ("tingling down my left leg"), pelvic discomfort ("discomfort"), trichorrhexis ("hair breaking"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), coital bleeding ("I was bleeding during and after intercourse"), micturition urgency ("frequent urge to urinate") and dysuria ("urination pain") and was found to have blood urine present ("blood when urinating"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, abdominal pain, menorrhagia, urinary tract disorder, urinary tract infection, vaginal infection and vaginal discharge had resolved and the depression, vaginal haemorrhage, anxiety, dysmenorrhoea, dyspareunia, groin pain, pain in extremity, hypoaesthesia, hypertension, bacterial vaginosis, vaginal odour, paraesthesia, pelvic discomfort, trichorrhexis, alopecia, abdominal pain lower, coital bleeding, micturition urgency, dysuria and blood urine present outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bacterial vaginosis, blood urine present, coital bleeding, depression, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, groin pain, hypertension, hypoaesthesia, menorrhagia, micturition urgency, migraine, pain in extremity, paraesthesia, pelvic discomfort, pelvic pain, trichorrhexis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginal odour to be related to essure. The reporter commented: she received treatment for pelvic pain /abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: urinary problems,uti, vaginal infection., vaginal discharge and migraine. 1 coils on the right. 2 coils on the left. Insertion details, specify- 1 coils on the right 2 coils on the left patient had mild cramping. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, vitamin d deficiency, menses irregular, dysuria, seborrhea, vaginitis bacterial, bleeding breakthrough, hypoaesthesia, ovarian cyst, anemia, bacterial vaginosis and menometrorrhagia. Previously administered products included for an unreported indication: mirena. Concomitant products included ibuprofen and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abdominal bleeding"), migraine ("migraine"), urinary tract disorder ("bladder/urinary problems: urinary problems"), groin pain ("groin pain"), pain in extremity ("leg pain/thigh pain/foot pain"), hypoaesthesia ("numbness"), hypertension ("high blood pressure"), bacterial vaginosis ("bacterial vaginosis"), vaginal odour ("vaginal odor"), paraesthesia ("tingling down my left leg"), pelvic discomfort ("discomfort"), trichorrhexis ("hair breaking"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), coital bleeding ("I was bleeding during and after intercourse"), micturition urgency ("frequent urge to urinate") and dysuria ("urination pain") and was found to have blood urine present ("blood when urinating"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, abdominal pain, menorrhagia, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, vaginal haemorrhage, dysmenorrhoea, dyspareunia, groin pain, pain in extremity, bacterial vaginosis, vaginal odour, abdominal pain lower, micturition urgency and dysuria had resolved and the depression, anxiety, hypoaesthesia, hypertension, paraesthesia, pelvic discomfort, trichorrhexis, alopecia, coital bleeding and blood urine present outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bacterial vaginosis, blood urine present, coital bleeding, depression, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, groin pain, hypertension, hypoaesthesia, menorrhagia, micturition urgency, migraine, pain in extremity, paraesthesia, pelvic discomfort, pelvic pain, trichorrhexis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginal odour to be related to essure. The reporter commented: she received treatment for pelvic pain /abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: urinary problems,uti, vaginal infection., vaginal discharge and migraine. 1 coils on the right. 2 coils on the left. Insertion details, specify- 1 coils on the right 2 coils on the left patient had mild cramping. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the events pertaining to pain, bleeding and bladder/urinary problems was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abdominal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, abdominal pain, menorrhagia, urinary tract disorder, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic pain /abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: urinary problems,uti, vaginal infection., vaginal discharge and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: reporter details, patient demographics updated and laboratory data were added. Updated essure indication. On (B)(6) 2017, she explanted essure. New events added- pelvic pain /abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems: urinary problems, uti, vaginal infection, vaginal discharge and migraine. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50512943) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, vitamin d deficiency, menses irregular, dysuria, seborrhea, vaginitis bacterial and bleeding breakthrough. Previously administered products included for an unreported indication: mirena. Concomitant products included ibuprofen and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("general abdominal bleeding"), migraine ("migraine") and urinary tract disorder ("bladder/urinary problems: urinary problems"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral) dilatation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, abdominal pain, menorrhagia, urinary tract disorder, urinary tract infection, vaginal infection and vaginal discharge had resolved and the depression, vaginal haemorrhage, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic pain /abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: urinary problems, uti, vaginal infection., vaginal discharge and migraine. Insertion details, specify- 1 coils on the right 2 coils on the left patient had mild cramping. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs and mr received-new event abnormal bleeding (vaginal, menorrhagia), mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) were added pt of psych injury was updated as depression. Lot number was added. Reporters information was added. And medical history were added. Concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.